Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a visual inspection of the pump showed that the cartridge compartment was cracked. Unrelated to the complaint, the display screen was dim and discolored.